Event description:
The pt underwent implantation of a synchromed pump and catheter for intrathecal infusion of baclofen for intractable spasticity related to cerebral palsy. In 2000, the pt underwent explantation of the device due to infection. A culture grew staph a. The pt has not had another pump implanted. Treatment course and pt status at this time are not known.